Event description:
It was reported that the insulin pump alarmed no delivery during fill tubing. The device then alarmed motor error once the device was cleared of the first alarm and rewound during priming. The blood glucose reading was 278 mg/dl. There were no significant events leading to the alarms. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.